Manufacturer narrative:
(B)(4). D10: 139256 m2a-magnum 42-50 tpr insrt std 0/0mmt1 826180; 11-103204 taperloc por fmrl lat 10x140 282440; 157446 m2a-magnum mod hd sz 46mm 46mm 573020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised on fifteen (15) years post implantation due to pain and metallosis. During the revision encountered black debris from metallosis. The head was exchanged without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Medical timeline was created and identified the following: patient had an initial right tha and was revised due to pain and metallosis. During the revision, a lot of black debris from metallosis was identified. The head was explanted. No other contributing factors or complications were noted. A definitive root cause cannot be determined. Based on the provided operative notes/medical timeline, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.